Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Margaret, wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 34 and 215 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 160mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/14/2018 and open vial date is 11/11/2016. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage. (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. Margaret, wife is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 34 and 215 mg/dl. The customer's expected fasting blood glucose test result range is 140 to 160mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the kitchen. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).